Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet remained pairing with a newly scanned freestyle libre 3 plus sensor, and after toggling settings and rescanning, the device displayed the warmup timer, indicating successful pairing and resolution. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention or hospitalization. User support included troubleshooting and user education conducted by support. Investigation of this case revealed a temporary pairing failure with the sensor that resolved through standard troubleshooting steps, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and system recovery consistent with normal operation after reattempted pairing.